Manufacturer narrative:
Correction: section d.6a. Additional information: section b.7. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, it is believed that the cautery method used during the explant surgery led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This is what caused the reported failure, which were observed during the analysis. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.